Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guide wire and guiding catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance and guide wire separation appear to be related to operational circumstances of the procedure. It is likely that inadvertent manipulation of the guide wire during advancement through the guiding catheter, the guide wire likely became kinked and ultimately resulting in the separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. During advancement of the balance middleweight universal guide wire on the guiding catheter, the guide wire separated into two pieces outside the anatomy. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.